Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in humidifier related to a CPAP device's sound abatement foam. There was no report of patient harm or serious injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device, the third- party service center visually inspected the device observed the dust/dirt contamination and found no evidence of foam degradation. The device's downloaded event log was reviewed by the third-party service center and one error was logged. The device was scrapped. Section d8, d9, h2, h3 and h6 were updated.